Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not uploading data, although it was downloading information. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) and section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device was stop uploading. A technical support specialist utilized the applied knowledge article titled "retry - insert into purge. Purge statistics" as a solution and proceeded to monitor the situation until there was 'no variation in change tracking value.' The customer was contacted via teams and informed that the retry error had been resolved, to which the customer acknowledged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not uploading data, although it was downloading information. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.